Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery using va lcp distal radius plate extra small 3 holes for distal radius fracture with the screw in question. In the surgery, the screw idled and could not be locked when it was inserted into the proximal shaft part. The alternative screw was successfully torqued and locked. The surgery was completed successfully without any surgical delay. The surgeon commented that the screw head may have been shaved during insertion or the thread on the screw head may have been shaved originally. No further information is available. Concomitant devices reported: va lockscr ø2.4 self-tap l14 tan (part # 04.210.114s, lot # unknown, quantity 1). This complaint involves one (1) device unk - screws: locking. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. This report is for one (1) unknown/unk - screws: locking/part and lot numbers are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ ¿visual analysis of the returned sample revealed that va lockscr ø2.4 self-tap l14 tan has a portion of the head threads has peeled. This condition is a probably cause for unable to assemble a functional test could not be performed as the mating devices were not returned. However, the assembly issues could be confirmed due to the observed stripped condition of the device. A dimensional inspection was performed for the va lockscr ø2.4 self-tap l14 tan and met specifications.¿the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description.¿ ¿¿as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ ¿the overall complaint was confirmed as the observed condition of the va lockscr ø2.4 self-tap l14 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product code: hrs. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1: corrected reporter's name.

Event description:
It was reported that the surgeon confirmed by x-ray that there are no pieces left in the patient. Patient outcome is reported as stable. This report is for one (1) 2.4mm ti va locking screw stardrive 14mm.